Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. As evidenced by the sample the style wire has been damaged through misuse. It appears that during the placement procedure the user may have inadvertently cut the stylet wire during placement. This appears to be a user technique issue. Damage incurred to the stylet wire shows multiple bends, a severed wire and the distal weld tip is missing. The IFU and red tag that is found on the stylet wire gives graphic and illustrated instructions on the proper removal of the stylet wire and placement techniques. A lhr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
On (B)(6) 2013: this catheter was inserted into pt via right cephalic vein for the purpose of tpn. On (B)(6) 2013: this pt had an x-ray and an abdominal CT scan in order for the exam of adhesive intestinal obstruction after surgery. The abdominal CT scan revealed the catheter to have been inserted with its stylet. The stylet left inside the pt body was removed with a snare through the femoral vein. Reportedly, the user cut the catheter tube without removing the stylet, and connected the catheter to the connector hub.